Manufacturer narrative:
Device evaluation: one (1) used sample was returned for evaluation p/n 100/189/075 with lot number reported as unknown; the samples was received in used conditions without its original packaging. Visual inspection: the returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination. Result: no discrepancies were observed. Functional testing: the cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. Results: no leak was observed. The bell-out, fit inflation line and pressure decay test operations were audited during thirty-two (32) units, in order to verify that the operations were properly performed and to visually inspect the cuff for damage; the bell-out, fit inflation line and pressure decay test operations were performed according to the test method stated in the manufacturing procedure; no discrepancies or damage were detected during the thirty-two (32) units inspected. Production performs a 100% visual inspection and pressure decay test. Quality takes a sample using an aql 0.15 and level inspection g-ii in order to verify the visual inspection and audit pressure decay test. Customer reported: "no anomaly was observed at a pre-use check. However, immediately after starting to use the product, the customer noticed air was leaking from the cuff. No patient injury." No root cause is required since the complaint was not confirmed the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the cuff to a smiths medical portex® sacett¿ endotracheal tube did not inflate follow placement in the patient. It was reported that as pre-use check, no anomalies were observed. There were no reported adverse effects.